Event description:
The complainant alleged that during a cardiac arrest on a pt, the device's charge time was too long. The complainant obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.